Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "hemorrhage/bleeding " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: hemorrhage/bleeding.

Event description:
Healthcare professional reported "postoperative bleeding". This record is for the left side. The device remains implanted.